Event description:
Balloon inflated 4 times. Balloon would not pass through sheath on final deflation. No patient complication. Balloon removed with the sheath - both intact.

Manufacturer narrative:
This complaint was initially closed on the 29th of august, with an npr analysis as no product had been received. However, the product did become available and the complaint was reopened. The returned product was examined by both quality and product development engineers. It was noted that the balloon pulled back through a 5f sheath with relatively low friction until the distal marker band was reached. The fold definition was lost at this point and the balloon bunched up in the sheath, and would not pull through. As this is a long balloon, it could be possible that some contrast medium remained in the balloon following the final deflation. If this was the case, it would have been forced to the distal section of the balloon, preventing withdrawal through the sheath. If force was then applied, the balloon could have ruptured at this point. The manufacturing documentation for this lot was reviewed and no anomalies were recorded. A search of previous complaints and product testing do not show any instances of this balloon failing in this manner, unless contrast was allowed to remain in the balloon. The risk analysis for products with this balloon has also been reviewed and sufficient controls are in place. However, the longer deflation times necessary with a long balloon should be noted by the clinician. This failure mode will be fed into post market surveillance procedure, and further analysis will be carried out if a similar complaint of failure is encountered.